Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error 120.4630 was not identified during the customer call. To address this issue, biomed know that this is usually caused by the power supply processor board or the battery. Recommended to send in device for warranty repair. Emailed biomed information on how to start the repair process. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 had error 120.4630. There was no patient involvement.